Manufacturer narrative:
(B)(4). D10: 00992307840 item name xl body nitrided cementless 12/14 neck offset lot # 63855933. G2: foreign: australia. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 3 years and 4 months post implantation due to a fall that resulted in a bone fracture. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6;h10. H6: component code: mechanical (g04) - stem. No product was returned; however, a picture was provided. Visual examination of the provided picture identified the explanted stem and neck. Devices are covered in bio-debris. No further evaluation could be made from the provided images. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.